Event description:
It was reported that the patient experienced a loss of therapy. Exhaustive impedance tests were ran. The reference electrode was changed. There were normal values on most configurations. The patient underwent a revision. The patient underwent a revision. The intra-op testing determined that 0 electrode was open. It was also found that the 8-10 combination only had less than 70 ohms and a higher current. The device issue was resolved after the revision. The current impedance measurements were normal.